Event description:
It was reported that the customer set a temporary basal 2 hours prior, and he was unable ot get the insulin pump to turn this feature off. The customer stated that he still saw a circle on the screen. He did not know the blood glucose reading. He was walked through the steps for canceling the temporary basal, and it was found that the temporary basal was shut off. A low reservoir alarm was found in the alarm history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.